Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an elective replacement indicatory (eri) after approximately 44 months of service. This ICD will be explanted and returned to be analyzed for premature battery depletion. The date of this procedure is not known.